Manufacturer narrative:
The sample associated to this report is not expected to be returned to the manufacturing site for investigation. If new or significant information is provided related to this report, a summary may be provided in a supplemental report. Directions for use indicate the following: avoid contact of laser with the unprotected plastic segment and cuffs - which could result in rapid combustion with harmful thermal effects; for added protection during laser surgery, sterile isotonic saline must be used to inflate each of the cuffs; cuffs should be lubricated completely with a sterile water-soluble lubricant to reduce ignition potential if they are struck with the laser beam.

Event description:
The company received a report where it was claimed that during a microlaryngoscopy procedure, the cuff of the tube popped by a laser resulting in airway burn to the patient. The caller reported that the patient suffered slight swelling of epiglottis and blisters on the lips. Extubation and reintubation of a replacement tube was required.